Event description:
The customer contact reported a delay of critical therapy following a leak. The tubing set was to be used to deliver a unit of platelets, at an unspecified rate, via a plum pump. It was reported that during priming of the tubing set, a leak of solution was noted from the tubing "where the tubing exited the cassette." It was reported that the tubing "was twisted and cracked." The physician was notified. It was reported that the physician ordered a new bag of platelets to be delivered. The customer reported there was a minimum of a 2 hour delay of therapy for the unit of platelets to be available for delivery. The tubing set was replaced and the therapy was initiated. Although there was potential for serious injury, there were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.